Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the transfer set tubing. This was identified during use. The transfer set had been in use for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluation was performed for the report of particulate matter. Visual inspection noted yellow/brown substance inside the tubing. There was a stereomicroscopic examination along with fourier transform infrared (ft-ir) and an x-ray, which resulted in identifying proteinaceous substance (likely body fluid). The cause could not be determined, but was possibly due to improper or incomplete flushing/drainage of the effluent. Should additional relevant information become available, a supplemental report will be submitted.